Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the unit is getting hot, the cooling fan not working and no alarms.